Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod for 38 hours. The pod reportedly fell off the infusion site (back) while the patient was sleeping, causing the cannula to dislodge. The pod was discarded. As treatment, a new pod was applied.